Event description:
The actual residual volume was greater than the expected residual volume. A catheter dye study was aborted due to not being able to aspirate the catheter. The hcp decided to revise the catheter. At revision 18 mls of fluid was aspirated from the pump reservoir (expected amount not reported). A small thin substance was removed from the catheter and disposed of. Afterward the hcp was able to aspirate cerebrospinal fluid from the catheter. The pump was replaced. The catheter was left intact and connected to the pump with a new sutureless connector. The patient was doing well afterward.